Event description:
End user's wife reported that the end user has developed "bollous" of pemphigoid blister that have been diagnosed and now he has one under his wafer.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It was advised to have the end user crust blister with stomahesive powder and barrier wipes. The end user's wife also reported that he has already been using cortisone cream to area. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. (B)(4). Note: the actual date of event is unknown, so the date used was the date convatec became aware.